Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure, the silicone oil infusion did not work. A system reboot was performed; however, a system message displayed. Another reboot was performed, but the issue persisted and there was no vacuum. The surgeon manually injected the silicone oil to complete the procedure following a 30 minute delay. There was no harm or injury to the patient.